Manufacturer narrative:
Qn#: (B)(4). The batch card(s) for the complaint lot(s) was reviewed and product released met specification. Complaint reported that "when they are deflating the cuff, it collapses and they cannot be gently removed, since apparently catheter stuck into the patient. Finally withdrawn but the patient is left with hematuria." There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint. Non-deflation could be occurred due to various reasons. However, the absence of returned sample and limited information available on this complaint, further investigation could not be conducted.

Event description:
The baby was monitored for his diagnosis. They decide to install a rusch gold n 8 and he presented erythema in the area, so they decided to remove it. When they are deflating the cuff, it collapses and they cannot be gently removed, since apparently catheter stuck into the patient. Finally withdrawn but the patient is left with hematuria. Additional information: the device was secured with silk cloth to the leg. The erythema was located in the genital area and it decreased with the removal of the device. No other treatment was required. The catheter balloon was inflated with physiological serum. 3ml was used as stated on the packaging, when an attempt was made to deflate the cuff, no solution came out, so it was thought that the cuff had broken. More than 3 times attempts were made to remove the device. A doctor was notified and he withdrew an inflated cuff, thinking that it had been broken and he could not find the solution in the cuff. Evaluation by a pediatric nephrologist to rule out cause of hematuria. No intervention was required. Hematuria lasted more than two days; the patient was discharged without problems.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The baby was monitored for his diagnosis. They decide to install a rusch gold n 8 and he presented erythema in the area, so they decided to remove it. When they are deflating the cuff, it collapses and they cannot be gently removed, since apparently catheter stuck into the patient. Finally withdrawn but the patient is left with hematuria. Additional information: the device was secured with silk cloth to the leg. The erythema was located in the genital area and it decreased with the removal of the device. No other treatment was required. The catheter balloon was inflated with physiological serum. 3ml was used as stated on the packaging, when an attempt was made to deflate the cuff, no solution came out, so it was thought that the cuff had broken. More than 3 times attempts were made to remove the device. A doctor was notified and he withdrew an inflated cuff, thinking that it had been broken and he could not find the solution in the cuff. Evaluation by a pediatric nephrologist to rule out cause of hematuria. No intervention was required. Hematuria lasted more than two days; the patient was discharged without problems.